Event description:
It was reported by service report that the fowler weld is broken and it could not be lowered to the lowest horizontal position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler bearing support.